Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient went into ventricular tachycardia (vt) and no therapy was delivered. The paramedics were called to the patient¿s house where he was externally shocked and brought to the hospital. Upon interrogation the field representative noted a code which indicated there was an extended charge time and the implantable cardioverter defibrillator (ICD) battery was at end of life (eol). Further discussion with the physician noted that the ICD had been at eol for eight months and the patient had been lost to follow up since the last interrogation. The ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.